Event description:
Reporting status: serious injury/medical intervention/permanent impairment. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that the pt had a 2.75 x 18 mm promus rx stent implanted in 2008 in a 85% blocked 1st diagonal. Then he returned on two days later, due to a heart attack and the 1st diagonal was found to be totally occluded. Dilatation was performed using a 3.0 x 15 mm balloon catheter which started blood flow. A 2.0 x 15 mm balloon catheter was used at the distal end for 10 atm and then a 3.0 x 12 mm vision was placed in the proximal portion of the stent and artery and a 2.5 x 18 mm mini vision was placed in the distal end of the vision stent. The pt was then sent home. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - myocardial infarction and thrombosis, as listed in the promus instructions for use, are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, the myocardial infarction is likely a secondary effect of the thrombosis which resulted in ptci and hospitalization. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.